Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
They had a patient in the lift and it was slowly lowering on its own. Provider also advised that instead of pressing the down button on the lift to lowering, they use the emergency release, it is possible they have worn down the emergency release.